Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the patient side cart (psc) was running on battery power. The user attempted to resolve the issue by trying multiple outlets and verifying the breaker position, but the problem persisted. The procedure was completed as planned.

Manufacturer narrative:
The reported event was addressed with phone support. The site replaced the cable and it resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened in the middle of second case, when the patient cart stopped charging and alerted with a message. The site changed the socket, and it started charging again. The second case was completed. Third case started with no issues and near the ending of third case it start alarming again. The site managed to finish the third case with no issue with back up battery. However, the system stopped charging, and the employee reported it to emergency support team who advised parking the machine and turn it off, to stop completely draining the battery off.

Event description:
Refer to h11 for follow-up information.